Event description:
It was reported that during an esophagectomy procedure, the clip ejected during use. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 07/29/2008. Info anticipated, but unavailable at this time.